Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert 07 around time issue began while customer was using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump began charging, and technical support planned to follow up, but no additional information was received regarding outcome of event.